Event description:
Additional information received on (B)(6) 2016 stated the cause of the spasticity and unresponsiveness was not determined. It was unknown what actions/interventions were taken to resolve the spasticity and unresponsiveness, or if the patient's spasticity and unresponsiveness had been resolved. No further information provided.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a manufacturer's representative regarding a patient's implantable infusion pump for intractable spasticity, spinal cord injury/spinal cord disease. It was reported on (B)(6) 2016 that the patient was unresponsive, and their spasticity was "out of the ordinary". It was reported this was a sudden change in symptoms. The caller mentioned that the patient had a pump replacement scheduled (eri 7 months) that had to be postponed because of an "infection." The infection was said to be a urinary tract infection that was not related to the device or therapy. The patient was being medicated through the pump with baclofen at a concentration of 2000mcg/ml, and a dose of 215.3mcg/day. The patient's status is unknown.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.